Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had lead body damage. It was noted during revision that this ra lead was adhered to the other lead. This ra lead was explanted. No additional adverse patient effects were reported.